Event description:
It was reported that during an unknown procedure, per a note left with the device, the device would not open/release. It was not in the patient at the time and was pre-use. It is unknown if or how the device was opened or what cartridge was used. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.